Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 the following findings: investigation did not find any damage to the pump. The battery cap was stuck on to the battery compartment; the battery cap was not able to tighten or to be removed due to stripped threads and a torn battery cap slot. The battery cap contact width was found to be out of specification. (B)(6).